Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the charged coupled device (ccd, r-unit) malfunction: - "unacceptable tension in the area of the "ccd w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve" - unacceptable tension in the area of the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined - pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device¿". A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the video telescope displayed a green/pink glow. It is unknown when the issue occurred. The device was inspected before use. The customer tried the device in other operating rooms three times, but the problem persisted. There were no reports of patient harm.